Event description:
The lead was explanted and replaced.

Event description:
It was reported that the patient experienced recurrent phrenic nerve stimulation from the left ventricular (lv) lead refractory to electrical reprogramming. The lead is scheduled to be repositioned but remains in use. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID c2tr01 ICD, (B)(6) 2014. (B)(4).